Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On the same day, it was reported that at approximately 08:30 PM, the patient's husband called Emergency Medical Services (EMS) due to concerns regarding inaccurate glucose readings and uncertainty about how to manage the situation. EMS arrived between 08:45 PM and 09:00 PM. Upon EMS evaluation, the fingerstick blood glucose (FSBG) reading was 274 mg/dL, while the CGM reading was 45 mg/dL. The patient reported that the glucose readings had been fluctuating and was experiencing lethargy, stomach pain, headache, and vomiting. The patient was transported to the Emergency Department (ED) for further evaluation. The exact arrival time was not reported. At the ED, the patient received IV fluids and IV insulin for treatment, and laboratory blood testing was performed. The patient was admitted and remained hospitalized for two days, during which she was monitored and treated before being discharged. Prior to discharge, the patient was prescribed Ondansetron 4 mg tablets; the quantity prescribed was not reported. No additional CGM or FSBG readings were provided. At the time of the report, the patient was doing well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.